Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed evidence of unexplained power events. The battery cap was not returned for investigation. The battery compartment was found to be cracked. A test battery cap was tightened to the pump and the pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found. Unrelated to the complaint, the ok button was found to be hypersensitive; the keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging that about a week and a half ago, the patient noticed that the pump started rebooting. The reporter denies the pump being exposed to water and stated that energizer ultimate lithium aa batteries are used in the pump. The battery cap was reportedly replaced one week prior to the complaint and the pump continues to power down. The reporter stated that there a line in the case that should not be there and he does not believe that it is a crack in the case. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.